Manufacturer narrative:
On (B)(4) 2013, the field service engineer (fse) evaluated the instrument and found solenoid valve vl333 stuck open during the shutdown cycle, enabling cleaner reagent to enter the instrument at all times. This solenoid valve was replaced to resolve this issue. (B)(4).

Event description:
The customer reported the quality control (6c cell controls) were out of range when using the unicel® dxh 800 coulter® cellular analysis system. The values for the parameters were: red blood cell (rbc) results were zero, platelets, mean platelet volume (mpv), mean cell volume (mcv) were an error condition of vote-outs (non-numeric results) and hemoglobin results were incomplete (non-numeric results). The daily checks also failed. There were no erroneous patient test results associated with this event. There was no death, injury or affect to user or patient treatment.